Manufacturer narrative:
Evaluation of the returned cat8 revealed, that the catheter was kinked. And the complaint was confirmed. The probable cause of the reported failure was likely, due to forceful advancement of the catheter against resistance. If resistance is encountered, during advancement and the cat8 is forcefully advanced, damage such as a kink may occur. During the functional test, the cat8 was unable to be tested through a demonstration non-penumbra sheath. The cat8 peel-able sheath was unable to be removed from the catheter shaft, due to the kinks in the distal shaft. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the subclavian vein using an indigo system aspiration catheter 8 (cat8), an introducer and a non-penumbra sheath. During the procedure, while trying to advance the introducer and the cat8 through the sheath, the physician encountered resistance and was unable to advance them. The physician then attempted to use two guidewires to help advance the cat8 through the sheath; however, while attempting to advance, the distal end of the cat8 kinked. Therefore, the cat8 was removed. The procedure was completed using a new cat8, a new introducer and a new sheath. There was no report of an adverse effect to the patient.